Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep who reported that the hcp remembered that the impedances were fine post-operatively. It was noted that it was hard to tell if the patient was getting therapy. It was also noted the hcp would look at the previous x-ray of the chest to see which port was plugged. The configuration was set up as 2x4, but patient only has one lead. It was reported that the rep would be at the patient's next appointment in (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that there were high impedances at the patient¿s second programming appointment. The patient has only a right vim lead. The impedance test was run at 3 v. It was thought that there was an impedance test at the first post-operative appointment two weeks prior to this report; however, there were no impedance results recorded. It was noted the hcp doesn¿t always record the impedances if normal. Post-operative impedances were reportedly normal. There were no known environmental, external, or unusual factors from the patient¿s day to day activities which may have contributed to the high impedances. X-rays and CT were performed and looked okay. Another round of x-rays and CT images were acquired, but were not available at the time of this report. The patient complained of headaches, which was determined to be stimulation induced as the headache went away when the device was turned off. The patient reportedly has a history of anxiety and potential other psych issues. It was unknown if there would be a surgical intervention to resolve the issues. Out-of-range electrode pairs: c<(>&<)>0: 7051 ohms c<(>&<)>1: 5871 ohms c<(>&<)>2: 6604 ohms c<(>&<)>3: 6732 ohms 0<(>&<)>1: 4329 ohms 0<(>&<)>2: 6865 ohms 0<(>&<)>3: 8050 ohms 1<(>&<)>3: 5508 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the patient was being programmed at 1+ and 2- interleaving 2- and 3+. Caller noted that left side impedance was 1532 to 3370 ohms.